Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. If the sample is received or if additional information becomes available a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This report for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The batch review was not performed because the lot number is unknown. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Information was erroneously left out of the first follow-up medwatch.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm that appeared on the homechoice unit. This event occurred during dwell. The home patient (hp) was connected at the time of the alarm and did not disconnect. The technical service representative explained the message to the hp and informed her to recycle the machine and informed the hp to start over using new supplies. The cause of the alarm was undetermined. There was no patient injury or medical intervention indicated at the time of the initial report.